Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 additional h6 health effect - impact code corrected h6 medical device problem code. Additional information was requested, and the following was obtained: on what tissue was the suture used? Fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)? Healthy how was the suture placed (interrupted or continuous)? Continuous how was the suture originally tied (multiple knots, square knot, etc.)? Double suture looped at the beginning and tied at the end. The tied end and the knot were intact what tissue dehisced? Fascia is it known how the wound dehisced? The closing suture was separated in the middle with the loose ends present did the suture pull out of the tissue? Yes, but did not tear through the tissue did the suture break? If so, where was the break noted (termination, middle, end)? Yes, in the middle were there any patient stress factors that led to the wound dehiscence? No. The patient was obese but afebrile and healthy date of re-operation? (B)(6) 2025 did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? None during the c/section. At reoperation on the second post op day the suture was separated in the middle other relevant patient history/concomitant medications? None what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown, he has never had a fascial dehiscence what is the patient's current status? The patient did well after the second op. Exposed omentum was replaced at the second surgery and after 24 hours of antibiotics I discharged her off any antibiotics (no evidence of infection: afebrile, normal wbc, incision healing without drainage, non-tender, no erythema or induration). She is healing well and is having a normal recovery were both lots of tlmxcx and 1046d5 used on the patient during the procedure? It is unclear which lot was used. Both were stocked in the or.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2025 and suture was used for the fascial layer closure. Post-op, two days later, the wound dehisced. The patient underwent a secondary surgery to explore and repair. The suture was removed. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: details of the product (pdp???) Number and lot number? Ethicon pds plus antibacterial tp-1, 0 (3.5 ph. Eur.) Lot number: tlmxcx and 1046d5. Date of procedure:(B)(6), 2025. Did pt have to undergo another procedure as a result? Yes, the patient had a secondary surgery to explore and repair. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? Uterus what was the tissue condition (normal, thin, calcified, fragile, diseased)?unknown how was the suture placed (interrupted or continuous)?unknown how was the suture originally tied (multiple knots, square knot, etc.)?unknown what tissue dehisced?unknown is it known how the wound dehisced? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that led to the wound dehiscence? Date of re-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Were both lots of tlmxcx and 1046d5 used on the patient during the procedure? Will product be returned? If so, please provide the return date and tracking information. A shipper kit is being sent.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 unable to investigate further additional h3 investigation summary: the product was returned to ethicon for evaluation. Several suture pieces were received for analysis. Product code pdp9910g. During the visual inspection of the suture pieces, body fluids, and tissues were noted in one piece of suture. Also, the ends appear to be cut probably by a surgical instrument. This is consistently with the removed of the suture pieces from the patient. The product code pdp9910g contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.